Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2009 and revised on (B)(6) 2021 due to a leak.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and a detached inlet tube with connector were received for analysis. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. A separation with adjacent abrasion, indicating the tube had been kinked, was noted on the shorter exhaust tube of cylinder 2 at the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were also noted on the exhaust of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Partial separations within abrasion were noted on the detached inlet tube. This was not a site of leakage. No functional abnormalities were noted with the detached tube or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had a leak in their titan so it was explanted and replaced. No other adverse patient effects were reported.